Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that patient was unable to feel relief from the stimulator and battery was also became infected. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.